Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to be charge with the wall adapter. Additionally, the pump battery was observed to be fluctuating. Customer's blood glucose level was 75 mg/dl. Reportedly, the customer was able to successfully charge the pump with an alternate wall adapter.